Event description:
Patient had to have a revision of original implant for loose tibial baseplate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a series 7000 baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: there was no bone ingrowth on the underside of the baseplate. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because no medical information was provided.

Event description:
Patient had to have a revision of original implant for loose tibial baseplate.